Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. Pre-dilation was performed with a 20mm balloon. During implant the patient went into complete heart block. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The patient's rhythm returned to sinus, however a temporary pacemaker was placed. The patient was transferred to the intensive care unit (ICU). The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported unexpected medical intervention and hospitalization are a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.